Manufacturer narrative:
Additional information was requested from the user facility and it was determined that the directions for use (dfu) were followed correctly and no anomalies were noted. All movements were slow and smooth. No resistance was noted during advancement of the coil through the catheter. The delivery wire was not rotated during use with this coil. The microcatheter was steamed shaped at an approx 30-40 degree angle and the patient's anatomy was considered to be severely tortuous.

Event description:
It was reported as the coil was advanced to an unruptured aneurysm in the internal carotid terminal, the coil's size was deemed to be too long. As the physician attempted to remove the coil from a microcatheter the coil separated from the delivery wire and fell outside the patient into the operative field. The procedure was completed successfully with different coils and the same microcatheter.